Manufacturer narrative:
Device evaluated by MFR?, code 81: device evaluation is not necessary as the device migration is not related to the functionality or delivery of therapy of the device.

Event description:
Clinic notes were received as part of the referral process for vns replacement. Within the clinic notes it was mentioned that the patient¿s vns device was "moving a lot." The patient was then referred to a surgeon for replacement of their device with a newer model. Further follow up with the surgeon confirmed that the device had migrated down and posterior from its original placement. The surgeon informed that the patient has been scheduled for surgery due to concern of the generator migration putting tension on the lead. The cause of the generator migration was unknown by the surgeon; however, it was confirmed that anchor sutures were not used to secure the generator in pocket during the patient¿s vns placement surgery. The patient¿s generator has been explanted and replaced due to migration. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.